Manufacturer narrative:
The calibration and qc were acceptable. A general reagent issue was excluded. Due to the lack of information, the investigation could not determine a clear root cause for the issue. The investigation did not identify a product problem.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs results for 1 patient on a cobas e 801 analytical unit. The initial result was 15.2 ng/l. The result was questioned by the patient's doctor as it was not compatible with the patient's condition. The sample was repeated on another module, and the result was 5.58 ng/l. The sample was repeated on the same analyzer as the initial result, and the result was 10.1 ng/l. The sample was repeated on another module, and the result was 10.2 ng/l. On (B)(6) 2025, the sample was repeated on the same analyzer as the initial result, and the result was 4.61 ng/l.